Event description:
It was reported that the patient experienced high blood glucose of approximately 300 mg/dl while using an ilet system with an inset infusion set, attributed by the family to a tubing kink and an occlusion likely related to infusion set positioning; the patient disconnected from the ilet and remained off due to caregiver concern. Customer care provided support that included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow consistent with an infusion set deformation problem involving the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.